Manufacturer narrative:
Continuation of d10: product ID 8780 lot# unknown serial# unknown implanted: explanted: (B)(6) 2026, product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep) reporting that the cause of the loss of effectiveness and withdrawal/overdose symptoms were not determined. There was no pump malfunction reported regarding the patient's symptoms of withdrawal and overdose and complete loss of effectiveness. The hcp used contrast medication in operating room (or) to see that it leaves the tip of the catheter under x-ray. The patient's symptoms of loss of effectiveness and withdrawal/overdose had not resolved. It was reported that the medication in the pump was first morphine, then they changed to hydromorphone and then they changed to bupivacaine with morphine. The doses and concentrations were all unknown and would not be provided. The patient was still unhappy. The pump and catheter (8780) would be replaced. It was planned to be at the end of january. The rep would get the explanted pump and catheter beginning of february and would send for analysis.

Manufacturer narrative:
Explanted: (B)(6) 2026, product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The serial number of the pump was provided; however, the serial/lot of the catheter was unknown. The pump and the catheter were explanted on (B)(6) 2026. The devices were to be returned to the manufacture. The patient received a new ascenda catheter and new pump, and the patient was fine now. It was further indicated that there was no more information to that case.

Manufacturer narrative:
The pump implant date is approximate (month and year valid). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving an unknown drug via an implantable pump for unknown indications for use. It was reported that the patient had a complete loss of effectiveness. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed included giving the patient an extra bolus but there was no effect. They used the catheter access port (cap) to empty the catheter with a contrast medium shot. They saw it left the catheter, so there was no broken catheter assumed. They then changed the medication and it gave a short recovery for the patient. However, then the patient reported having withdrawal symptoms and sometimes overdose symptoms. The issue was not resolved at the time of the report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep) reporting that the cause of the loss of effectiveness and withdrawal/overdose symptoms were not determined. There was no pump malfunction reported regarding the patient's symptoms of withdrawal and overdose and complete loss of effectiveness. The hcp used contrast medication in operating room (or) to see that it leaves the tip of the catheter under x-ray. The patient's symptoms of loss of effectiveness and withdrawal/overdose had not resolved. It was reported that the medication in the pump was first morphine, then they changed to hydromorphone and then they changed to bupivacaine with morphine. The doses and concentrations were all unknown and would not be provided. The patient was still unhappy. The pump and catheter (8780) would be replaced. It was planned to be at the end of january. The rep would get the explanted pump and catheter beginning of february and would send for analysis.

Manufacturer narrative:
H3: the returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The pump passed all testing in the laboratory and no anomalies were identified. As per the pump¿s log, the pump administered bupivacaine with concentration 2.5 mg/ml at a dose rate of 2.9980 mg/day as of (B)(6) 2026. Analysis identified a slice cut / nick on the catheter body that is consistent with explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.